Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g386 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g386 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a system pressure alarm after purging air. Customer stated that after approximately 150 mls of whole blood was processed the system pressure dome popped off and blood leaked on to the system pressure transducer and pump deck. Customer stated that the patient is stable. Customer returned a photograph for investigation.

Manufacturer narrative:
A photograph analysis was conducted for this complaint. A review of the customer provided photograph shows that a blood leak occurred from the system pressure dome. The leak from the system pressure dome is verified based on the photograph provided; however, no root cause for the leak could be determined based on the information provided. During manufacturing the pressure dome assembly is leak tested twice during sub-assembly and once more as part of the finished kit. A material trace of the pressure dome housing assembly and its components used to build lot g386 found no related non-conformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. No further action required at this time. This investigation is now complete. Mc (B)(4). S.d.a. 06/18/2019.